Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-736a-1346: the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the fiber is broken within the outer flow tubing at 0.5 inch from the control knob, between distal tip and control knob, and exhibits indication of bending and being crushed at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that at 20 minutes, (B)(4) joules while using the surgical fiber during a prostate procedure, the fiber cracked; the fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.